Event description:
It was reported by the affiliate the ems would not deliver staples during a hernia repair. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes(1 twisted); staples in the track, yes(23) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon the inquiry info rec'd, the visual examination and the functional test, it was concluded that the reported "ems would not deliver staples during a hernia repair" may have been due to a twisted staple in the cartridge nose. The instrument was rec'd with a twisted staple in the the cartridge nose. The twisted staple was removed from the nose and the instrument was cycled and fired the remaining 22 staples well formed. No conclusion could be reached as to how the staple had become twisted in the cartridge nose. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.